Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the exhalation flow sensor (evq) was not installed. The se installed an evq from the customers stock and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor diagnostic message. The ventilator was not in use on a patient at the time the event occurred.